Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Under-insertion of the lead terminal pin into the device header is suspected to be the cause, but this could not be confirmed during laboratory analysis. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead was unable to insert into the atrial port of the pacemaker. The physician opted to use another pacemaker. The pacemaker was unable to be used and the ra lead was used and remains in service. No adverse patient effects were reported.